Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead required several repositionings during the implant procedure. The lead was eventually properly placed with stable measurements. In the recovery room a chest x-ray was performed and revealed that the atrial lead had dislodged shortly after the implant procedure had concluded. Subsequently, the patient was taken back into the operating room and the helix mechanism of the lead was tested on the table and appeared to be damaged. Therefore, this product was removed and a new competitor's lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain this product have been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.